Event description:
It was reported that the bd alaris lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: lipids tubing clotted, not allowing fluids to pass through filter. Reprimed lipids.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer reported that there are it was reported by customer that "lipids tubing clotted, not allowing fluids to pass through filter" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m experienced flow issues. The following information was provided by the initial reporter: lipids tubing clotted, not allowing fluids to pass through filter. Reprimed lipids.